Manufacturer narrative:
Insulin pump received with no button response due to an unplugged connector on the lcd board. A cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker and scratched display window noted during visual inspection.

Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 247 mg/dl. The drive support cap came off. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.